Manufacturer narrative:
The other relevant components include: product ID: 8731, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25mg/ml morphine at 3mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the existing catheter connectors are "always breaking" with the inner metal piece and a lot of the time they are just ripped off. The date this happened was unknown. It was said this happens when replacing pumps. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.